Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag, that: "as per the doctors report: "the alarm was of "low minute/tidal volume" (tv ~60mls), despite good driving pressure. I observed for about 3-4 breaths there was no improvement and so I went back onto the bedside vent. From what I can remember there was not a specific "exhalation obstructed" alarm. We tried again, and the same things happened. I then changed the expiratory filter, and on transferring to the hamilton for the 3rd time there were no issues" patient involvement with medical intervention, but no patient, user or third party harm was reported.